Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the surgical staff noted that at initial use, the small grasping retractor instrument was not working properly. The surgical staff noted a broken wire at the tip of the instrument, so it was not used. During the case they were having difficulty maintaining adequate airway pressures from an anesthetic point of view and very little visualization of the lower pelvis despite being as steep in trendelenburg as was possible, given his body habitus and his pulmonary airway pressures. Given the fact that they made very little progress since the initial entrance, they felt it was more judicious to abandon the laparoscopic approach entirely. On 12/05/2014, intuitive surgical, inc. (Isi) contacted the site and verified that the surgical procedure was converted to open surgery due to patient's anatomy and patient did not return with any postoperative complication(s). The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.